Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set allowing insulin to leak on multiple occasions. No adverse event was reported. The infusion set was requested to be returned for product evaluation.